Event description:
It was reported that the shaft got separated. The 100% stenosed target lesion was located in moderately tortuous and severely calcified left popliteal artery. A 4.0mm/1.5cm/140cm small peripheral cutting balloon was selected for use and was inflated 3 times for 60 seconds with each inflation. During removal of the balloon, resistance was felt and the shaft was noted to be separated from the mid part of the proximal side of the monorail lumen. The detached portion was removed from the patient successfully as the separation occurred outside the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition is good. It was further reported that the resistance was felt in the sheath and there were no device fragments left inside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A complete break was identified in the hypotube on the device. The device was returned in two separate sections. One section consisted of the hub, strain relief and hypotube and the other section consisted of hypotube, shaft, balloon and tip. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified a complete break in the hypotube approximately 473mm distal to the strain relief of the device. Multiple severe kinks were also noted along the length of the hypotube. An examination of the break site identified that the damage was consistent with excessive tensile force having been applied to the delivery device. No issues were noted with the hypotube that could have contributed to the damage identified. The balloon was returned unfolded and solidified saline solution was noted within the balloon material which indicates it had been subjected to positive pressure. A visual and microscopic examination of the balloon material identified no damage or any issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage or any issues with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and microscopic investigation noted no damage to any of the blades. All blades were present and full bonded to the balloon material. No issues were noted that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the shaft got separated. The 100% stenosed target lesion was located in moderately tortuous and severely calcified left popliteal artery. A 4.0mm/1.5cm/140cm small peripheral cutting balloon was selected for use and was inflated 3 times for 60 seconds with each inflation. During removal of the balloon, resistance was felt and the shaft was noted to be separated from the mid part of the proximal side of the monorail lumen. The detached portion was removed from the patient successfully as the separation occurred outside the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition is good.

Event description:
It was reported that the shaft got separated. The 100% stenosed target lesion was located in moderately tortuous and severely calcified left popliteal artery. A 4.0mm/1.5cm/140cm small peripheral cutting balloon was selected for use and was inflated 3 times for 60 seconds with each inflation. During removal of the balloon, resistance was felt and the shaft was noted to be separated from the mid part of the proximal side of the monorail lumen. The detached portion was removed from the patient successfully as the separation occurred outside the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition is good. It was further reported that the resistance was felt in the sheath and there were no device fragments left inside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older.